Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user¿s g7 sensor stopped showing readings and the ilet issued an occlusion alert. The user performed a fingerstick (bg 375 mg/dl), entered it into the ilet, and after guidance from the agent changed supplies and confirmed insulin delivery resumed. No hospitalization or long-term effects were reported. The user later confirmed no further occlusion alerts.